Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the pressure transducer test and safety valve test failed as well. Expiratory channel printed circuit board was identified as defective. The issue was decided to be reported as the defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. Previous report source: foreign, user facility, company representative corrected report source: foreign, distributor. Previous manufacture date: 04/20/2009. Corrected manufacture date: 04/22/2009.